Manufacturer narrative:
Per the customer, control recovery was normal. Service was not needed, as this was a sample-specific issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that complement c3 and c4 results were not able to be reported for one patient because consistent values could not be obtained by dilution that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The results, provided by the customer, are shown. Patient treatment was not affected in this event.